Event description:
It was reported that during setup the dyonics power ii started smoking. The procedure was successfully completed without delay using a smith and nephew back up device. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10. H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event.. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and a handpiece sensor fault error in port b was found. Port a worked as intended. Further evaluation revealed a burnt resistor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of device port a not working wasn't confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of smoking was confirmed, and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the motor controller pcb. Please refer to the dyonics power ii control system operations/service manual for recommendations on proper cleaning and sterilization processes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during setup the dyonics power ii port a was not working and the shaver started smoking out of port b. There was no delay and a smith and nephew back up device was available. There was no patient involvement.

Event description:
It was reported that during setup the dyonics power ii port a was not working and the shaver started smoking out of port b. The procedure was successfully completed without delay using a smith and nephew back up device. There was no patient involvement.